Event description:
It was reported that bd insyte ag bc global wing catheter broke. The following information was provided by the initial reporter: we recently encountered a critical issue with one of your products, specifically the pink cannula used for blood control. During a surgical procedure, it was observed that the cannula had broken off inside the patient¿s body. A subsequent CT scan confirmed the presence of the cannula fragment inside the patient. This necessitated an additional surgery to remove the broken piece.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a break in the catheter was confirmed; however, the root cause could not be determined from the photographs that were provided for investigation. The photos showed two 20g insyte autoguard IV catheters with different lengths. Compared with the other IV catheter, one catheter extended only a short distance from the catheter adapter. As the device had been opened and exhibited evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features in the photograph which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a break in the catheter was confirmed; however, the root cause could not be determined from the three photographs or three 20g insyte autoguard IV catheters that were provided for investigation. The returned samples resembled the 20g insyte autoguard IV catheters that were shown in the photos. One catheter was received in two segments. The features of the adjoining ends of the catheter tubing suggest that needle puncture damage may have been a potential contributing factor of the catheter break; however the root cause could not be determined. As the device had been opened and exhibited evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. No other similar complaints were reported from the lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. The unused 20g insyte autoguard device was received with the needle fully retracted. As the device was received in a sealed unit package, the premature retraction likely occurred during assembly. The appropriate manufacturing personnel were notified of this issue, which was unrelated to the reported catheter break. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.